Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Both sides of wheel locks are continuously hyperextending, will not hold the position.